Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013 the patient obtained the blood glucose reading of 101 mg/dl on the reported meter, and a reading of 83 mg/dl on another meter, a onetouch ultra2 meter, within 30 minutes of each other. The patient took the action of taking an increased dose of insulin. The patient manages his diabetes with insulin taken on a sliding scale. Afterwards, the patient experienced the symptoms of shaking and dizziness. He did not seek any medical attention or treatment. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on the reported meter reading. Therefore this complaint is being reported.